Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a flouro case using a c-arm with the navigation system, during navigation the software restarted and went back to the main menu of the stealth. The images were lost and use of the system was aborted. There was no patient impact reported and a less than one hour delay to surgery.